Manufacturer narrative:
This report is being cancelled as no malfunction was warranted with this iabp. This was only a preventive maintenance routine as safety disk was due for replacement. Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only

Event description:
This report is being cancelled as no malfunction was warranted with this iabp. This was only a preventive maintenance routine as safety disk was due for replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit messaged safety disk replacement due. There was no harm reported.